Event description:
It was reported that the customer was hospitalized. He was in intensive care unit for a severe diabetic ketoacidosis. The customer was in intensive care unit twice around (B)(6) 2013. He also had issues his infusion sets. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.